Event description:
A healthcare professional reported that a handpiece occluded and heated during surgery. The viscoelastic turned white. The system gave occlusion alarm. The event occurred at the beginning of the sculpt phase. The facility biomedical engineer and operating room manager reported that the surgeon immediately stopped using the handpiece and changed it. There was no patient harm. Additional information has been requested but not received to date. This is one of eight reports being filled for this facility. This report is for the patient that did not experience any harm. The alcon reference numbers are: 2015-00660-01, 2015-00660-02 (ansm. 201502825), 2015-14078-01, 2015-14078-03 (ansm. 201504135), 2015-16025-02 (ansm. 201505618), 2015-16025-03 (ansm. 201505614), 2015-16663 (ansm. 201505598) and 2015-29050.

Manufacturer narrative:
Evaluation summary: the viscoelastic was at room temperature. The balanced salt solution (bss) was not cold. The facility did not recently change their cleaning and sterilization procedure. The facility noted that they were using before (B)(4) tips but now they are using balance tips. The system has been used in this facility (B)(6) 2014 or (B)(6) 2014 (several systems installed in this facility). The company surgical representatives who were in the facility noted the root cause for this case was not found. The customer was requested to provide information on the vacuum and aspiration parameters to assist with the investigation. The customer has (B)(4) machines and (B)(4) ophthalmic surgeons. The (B)(4) surgeons concerned by the events had the intelligent phaco (ip) function deactivated for sculpture. The sound intensity of the occlusion alarm is set very low on the machine. A conference call took place with the (B)(4) concerned surgeons of the facility (for this case and related cases), the biomedical engineer, the vigilance representative of the facility, the company surgical business unit manager, the company surgical regional manager, the company field representative and the company vigilance department. The events were discussed. The customer requested an evaluation letter. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The company field surgical representatives will review with the surgeons a good practice procedure (recommended parameters and pre-phaco). The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested, found to function as intended, and meet product specifications. The product met specifications at the time of release. The root cause cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).